Manufacturer narrative:
(B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device was returned for maintenance because it was damaged during transport to a customer. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the vdoc service portal. The last repair was (B)(6) 2016 where it was reported that the device needed repaired and the bottom roller and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the 2:1 ratio cutter, serial number (B)(4), was received with a shock and must be replaced. The 4:1 ratio cutter, serial number (B)(4), was beginning to wear and did not produce a passing sample mesh. The comb was distorted and the roller was damaged. The device did not produce a passing sample mesh. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the bottom roller and bearing washer. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the 2:1 ratio cutter was received with a shock and must be replaced. The comb was distorted and the roller was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the 2:1 ratio cutter was received with a shock and must be replaced. The comb was distorted and the roller was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the cutters no. 2:1: was received with a shock; comb was distorted